Event description:
Bilateral ruptured silicone breast implants. Date of original implants was 3/75. Medical record not available from physician. Product info not available. Report not filed until now because co could not confirm the appropriate address.